Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the sb957, detachable pouch 5x7" 5ea/box, was used during a lap chole procedure on (B)(6) 2021 when it was reported ¿once the specimen is in the bag and we pull out the wand this black piece is falling off.¿. The procedure was reported as having been completed without any report of delay. There was no report of injury, medical intervention, or hospitalization for the patient. Upon further assessment questioning it was found that a small, black tip of the specimen bag had fallen into the patient and was retrieved using graspers. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence and will be filed as a voluntary distributor report.